Event description:
Leica microsystems received a complaint from (B)(4) regarding sub-optimal processing of tissue involving approximately 400 cassettes, which was described by the complainant as both under-processed and over-processed. On (B)(4) 2012, leica microsystems received information that all tissue exhibiting sub-optimal processing was diagnosable. Investigation of this complaint by leica microsystems is continuing.